Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that when the air was removed during the load process, the syringe did not depress as intended. The contact alleged that the issue was due to an unspecified cartridge damage. Reportedly, the issue occurred with multiple cartridges. Blood glucose level was 90 mg/dl. Reportedly, the customer reverted to an alternate pump for insulin therapy.